Event description:
The pump was reportedly received in the bimedical engineering department with a note stating, "volume limit incorrect." The note was not signed and could not be tracked to a user/patient/nursing unit for further information. During biomed testing, it was noted that the pump overdelivers. There was no report of any adverese patient effects while the device was in patient use. No incident report was written. No further information was available.